Event description:
Received anecdotal info that channels stopped when a bump was hit during transport of a pt leading to an unstable pt. Customer was unable to provide specific event details or pt info.

Manufacturer narrative:
(B)(4). Devices are not expected to be returned for eval, because the customer did not sequester the devices. Unable to determine the root cause of the reported event.